Event description:
The account alleged the nurse call is not functioning. No pt impact.

Manufacturer narrative:
The account found the nurse call deactivated. The account reactivated the nurse call to resolve the issue.